Event description:
A customer experienced a problem with the mailbox style sharps container. The customer reports that an employee attempted to dispose of a needle in the mailbox style container and upon disposal a needle was sticking out of the lever area and they received a needlestick.